Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during pre-operative planning, field service engineer made multiple attempts to load the patient folder unsuccessfully. Finally, the patient folder was loaded after using the computer for pre-op planning. Then, a communication error occurred while driving robot arm to parking position. This event caused a delay greater than one hour.

Event description:
It was reported that during pre-operative planning, field service engineer made multiple attempts to load the patient folder unsuccessfully. Finally, the patient folder was loaded after using the computer for pre-op planning. Then, a communication error occurred while driving robot arm to parking position. This event caused a delay greater than one hour.

Manufacturer narrative:
According to technical investigation the technical root cause of first shutdown was determined to be a crash of the operating system. It is a component issue and the root cause for this issue cannot be determined. The technical root cause of the three following shutdowns is a congested windows registry or invalid or outdated entries probably caused by an incomplete uninstall or incorrect input(s) or missing entries. The technical root cause of the fifth and last shutdown is a shared memory problem between mario_rtx and the controller.